Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps had a broken wire. The user aborted to another dv system. Isi followed up with the initial reporter and obtained the following additional information: the broken wire was silver. There was no loss of cautery and no thermal damage observed. There was no instrument collision and no injury to the patient. The customer did not use another dv system but used another da vinci instrument to complete the procedure.